Manufacturer narrative:
As reported, a 6f .070 3.5 100cm vista brite tip extra back-up (xb) guiding catheter was flushed and seemed to be leaking. Staff was unable to find the specific location of the leak. The device was opened in the sterile field but was not used in the patient. There was no reported patient injury. One 6f .070 xb 3.5 100cm was received for evaluation. During visual inspection, several kinks were found approximately 3.9, 22, 46, 64.2 and 86.2 cm from the distal tip. No other anomalies were noted. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Functional analysis was completed by performing a flush test. The catheter flushed without difficulty and no leaks were observed. A product history record (phr) review of lot 18029930 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event reported by the customer, ¿catheter (body/shaft) ¿ leakage - during prep¿ was not confirmed since a leak was not observed during a flush test. Several kinks were noted during visual analysis. Shipping/handling factors may have contributed to the kinks. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Although not intended as a mitigation of risk, information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿store in a cool, dark, dry place. Do not use open or damaged packages. Remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the information available, product analysis, and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 6f .070 3.5 100cm vista brite tip extra back-up (xb) guiding catheter was flushed and seemed to be leaking. Staff were unable to find the specific area from which the catheter was leaking. There was no reported patient injury. The device was not used in patient. The device was opened in sterile field and will be returned for evaluation. Additional information was requested but was not available.